Event description:
The feeding tube as well as the cor-grip were in place for 10 days. On (B)(6) upon removing the nasogastric tube and cor-grip the umbilical tape was difficult to remove. The tape had to be cut out causing a stage 2 ulceration inside the nares.

Manufacturer narrative:
No sample or lot number provided thus a definitive conclusion cannot be made.